Event description:
Device 2 of 3. Reference MFR report: 1627487-2014-25458 and 25460. The pt has a cervical and thoracic scs system. The event is related to the pt's cervical scs system. It was reported the pt was not receiving stimulation due to experiencing a fall two months ago. Reprogramming attempts did not provide effective coverage. Diagnostic revealed low impedances. The pt will undergo surgical intervention to address the issue at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.